Manufacturer narrative:
This report is submitted on february 09, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with oral and topical antibiotics (date and duration not reported). The implanted device remains.